Event description:
On 03/18/2022, it was reported by a sales representative via email that an ar-8862ds pars suturetape implant system, two suturetapes broke. After tying each set of sutures, surgeon dorsiflexed the foot to test the integrity of the repair when a "pop" sound was heard. Initially it thought the suture knots came undone, but after further inspection, it was realized that two of the suturetapes snapped about 10mm above where the knots were tied. There was no fraying of the suturetape. This was discovered during an end to end pars procedure on (B)(6) 2022. Additional information received 3/21/2021: all the broken sutures were removed from inside the patient and case was completed with a new pars suturetape kit from the same lot number.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).